Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised. As reported by rep: "patient had [a] loose acetabular cup. The 50 mm psl cup, mdm liner, [adm] insert, head was removed. Primary was done a few years ago. Unknown hospital."